Event description:
It was reported that cartridge experienced damage at fill rod on multiple occasions and one damaged cartridge had been loaded onto pump and used for insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge and successfully resumed insulin therapy, and technical support arranged replacement cartridge shipment, with customer confirming understanding of resolution.